Manufacturer narrative:
D1: the device was an unknown access set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hypotensive critical care patient was set to receive an infusion of norepinephrine with an unknown access set. The pump was started and stopped 2-3 times and titrated (as per patient response to medication). It was further reported the patient became hypotensive. The reporter increased the rate on the pump ¿to support the patient¿s blood pressure, up to 20 mcg/min (75 ml/hr) without effect¿. The reported did not ¿notice drops coming into drip chamber¿. An upstream alarm was not generated. The tubing between the medication bag and pump was readjusted and drips were observed to be entering the chamber. The patient¿s blood pressure increased to 250/120. The pump was stopped, and the patient's blood pressure slowly returned to normal. A new pump was obtained and programmed with same tubing/bag with normal function. No additional information is available.